Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted and fractured (overstress), there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was kinked/buckled and torn, the outer insulation had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking leading to breach that was non-electrical, the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient experienced palpitations, and that there was high lead impedance and apparent lead fracture, which possibly occurred when the patient was playing softball. It was also reported that, secondary to the apparent lead fracture, oversensing was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.